Event description:
Customer is an rn in a technical center. She wrote: " I am writing in regards to a reliant 450 manual hydraulic lift. I work at a small rural technical high school that services three counties in the state of maine. I teach health occupations, we have in our possession this lift. It no longer will stay in the high position when it has any amount of weight in the sling. Without weight it works fine. I have not been able to find any service person in this area to repair this equipment. Due to our financial limitations, we are looking for assistance from your company to figure what our options are. We are also hoping to open a second lab area to expand and add adult education outside of the high school and are also looking for a refurbished lift. I would appreciate any assistance you can give."

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.